Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump display went blank after inserting a new battery after a month of not using the insulin pump. She also noted that the battery compartment was chipped. The blood glucose reading was 293 mg/dl. The customer declined troubleshooting for high blood glucose. A battery out limit alarm and motor error alarm were also noted in the alarm history. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All of the buttons functioned properly however, moisture damage was found on the keypad traces. No button error alarm noted during our testing. The insulin pump was monitored for 24 hours with multiple basal rates; the insulin pump functioned properly. No blank display or display anomaly noted. No damage was found inside the insulin pump noted. The insulin pump functions properly during functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test. No motor error alarm noted. The insulin pump passed self-test, a21 test and all operating current measurement were normal. No unexpected low battery, off no power or battery out limit alarm noted during testing. The insulin pump was received with minor scratched display window, cracked display window corner, cracked case at the display window corners, cracked reservoir tube lip and broken battery tube threads.